Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak; however, the location of the leak was near the hub, not in the balloon as reported. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while prepping a 5 mm x 20 mm x 135 cm armada 35 balloon dilatation catheter (bdc) per the instructions for use, air was noted to be leaking from the balloon when flushing the device with saline. For troubleshooting purposes, the physician decided to inflate the bdc while outside of patient anatomy and air was noted to be leaking from the balloon during inflation as well. No other device issues or damage was noted. The device was not used in patient anatomy and there was no occurrence of a clinically significant delay. Another armada was prepped and used successfully to complete dilatation. No additional information was provided.